Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device failed a self test due to a low battery. The device remained in fault mode up to (B)(6) 2011 and followed a series of manual power ups the device resumed successful weekly self tests until (B)(6) 2012. On (B)(6) the device failed again for a low battery. The device failed twice more over the next few months for a low battery. The problem with the device was attributed to faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was depleting pad-paks before their expiry. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.